Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for detection.

Event description:
A fellow at the (B)(6) mentioned to neuropace, that a patient who was recently implanted had to stay in the hospital post-op for what she thought was an abscess. Whether this was related to rns is unclear, though she indicated that she didn't think so. (B)(6) 2024 -neuropace saw the physician, she reported that the patient is coming in for the scan at the end of the month. Per the physician -she "doesn't want to report anything yet because there are too many theories floating around regarding what happened". Neuropace has been unsuccessful in obtaining additional information.